Event description:
It was reported that the pump's alarm sound was not annunciating and the pump was not vibrating when alerts and alarms were declared. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.